Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10

Event description:
It was reported that an unspecified number of needle precisionglide 30x1/2in experienced a clogged/blocked needle during use. The following information was provided by the initial reporter: note that the needle is clogged and no air comes out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle precisionglide 30 x 1/2 in experienced a clogged/blocked needle during use. The following information was provided by the initial reporter: note that the needle is clogged and no air comes out.